Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of 532 mg/dl. The customer treated with manual injection. The customer explained that she had two infusion sets that the adhesive patch did not stick and came off. Troubleshooting for high blood glucose was declined. The device will not be returned for analysis.